Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the explanting physician's office stated the ins was removed because the patient requested to have it removed. It was unknown whether any symptoms were experienced related to the event or what the cause of the issue was. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient .product ID: 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n276639, implanted: (B)(6)2011, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient¿s pain stimulation was removed (B)(6) 2018 because it quit working. No further information was reported. No further complications were reported/anticipated.

Event description:
Additional information received from a consumer (con). It was reported that they couldn't make it work and this was the second time. After the 1st time, they revised it. The ins quit working issue was first noticed in 2017. There were no symptoms in the patient's back, but it would stimulate the patient's stomach. The patient questioned if device programming led to the ins not working.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type lead. Product ID 355531, lot# n276639, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type screening device. Due to imdrf harmonization, device, method, results, and conclusion codes have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.